Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the patient underwent surgery for mesh implantation due to stress urinary incontinence concomitantly with a laparoscopic hysterectomy and bso. The patient had a partial removal of the mesh on (B)(6) 2004 due to erosion, pain, increased incontinence, urinary tract infection and dyspareunia and on (B)(6) 2010. (B)(4). Dyspareunia.